Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-nov-2016, fse ordered the part required for the repair. On 23-nov-2016, fse arrived at the site to address the reported event. Fse replaced the b/f washer syringe tower and the 202 2-way valve. The customer was subsequently able to run controls without issue. No further issues were noted. No further action required was required by field service. The most probable cause of the reported event was due to fault/ failure of the b/f syringe.

Event description:
On (B)(6) 2016, the customer reported that the b/f syringe was very noisy with their a1a-360 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of ckmb, ctnl2 and myo patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.